Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, there was poor staple formation. The fired staples were irregularly stuck in the tissue. The overall b shape was not created and the handle was broken. They changed to new products to complete the case. There was no patient injury.